Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the physician experienced difficulty inserting the leads into the header of the pulse generator. The device was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.